Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. Customers blood glucose level ranged from 115-120 at the time of event.